Manufacturer narrative:
The report that the driveline was completely severed was confirmed based on a submitted photograph provided by the hospital which showed an image of the driveline prior to the driveline repair. The outer silicone sleeve, clear bionate, and metal braided shield layers of the driveline were completely severed and the exposed wires of both sections of the driveline were temporarily reconnected, consistent with the reported event. The photograph showed that both sections of the driveline were stabilized on the patient's abdomen with large pieces of tape and the temporary reconnection of the wires were also secured with smaller pieces of tape. Approximately 20¿ of the external portion/distal end was returned for evaluation. The returned portions of the outer silicone sleeve and clear bionate layers appeared unremarkable. Breakdown of the metal braided shield was observed in several locations along the length of the driveline segment, which appeared consistent with the duration of use. Electrical continuity testing revealed that all wires were electrically intact. Examination of the underlying wires under a microscope revealed no areas of compromised wire insulation along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for high potential (hipot) testing to check for current leakage through the wire insulation and no areas of compromised wire insulation were identified. The heartmate ii lvas IFU provides driveline care instructions and also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. The device remains implanted and the patient remains ongoing on lvad support with no further issues reported. No further information is available.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 2 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2016, it was reported that a nurse inadvertently completely severed the driveline with scissors while trying to remove the dressing from the driveline exit site. Unspecified audio and visual alarms occurred. The perfusionist temporarily twisted the wires back together and secured each wire with tape. Pump power was restored and the pump restarted and continued to run. It was reported that the pump was off for approximately 45 minutes. A driveline repair was performed on the same day by the manufacturer's technical service representative. No further issues were reported. The patient remained asymptomatic. No further information was provided.